Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced buffer valve; pinch valve tubing; chloride, sodium and potassium electrodes to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
The customer reported the au5800 clinical chemistry analyzer generated false high ise (ion-selective electrode)results and ise clot detection error. The results were not reported outside of the lab. There was no change in patient treatment in association with this event.